Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the actual device was received for evaluation. A functional flow rate accuracy test was performed, and the flow rates were found to be within the product specification range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not flow. This was observed during patient infusion with leucovorin. The pump was programmed at 310ml/h for 1h20. Per user, the drug bag was still full (no curvature was observed). The tubing was re-installed, the pump reprogrammed, and the infusion completed successfully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.